Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The reported device was not returned as there was no adverse event identified by the treating physician and the device was discarded per the hospital's procedures. While inconclusive, there was no evidence that the visual observation of thrombus was the result of the use of the orbital atherectomy device or that it caused or contributed to an adverse event for this patient. (B)(4).

Event description:
A study core lab reported a visual observation of a thrombus during their image review of a protocol-required, optical coherence tomography (oct) following a coronary atherectomy procedure using a csi orbital atherectomy device (oad). The procedure was completed with no adverse events or angiographic complications reported by the treating physician.

Event description:
The location of the thrombus was at the proximal reference vessel, distal reference vessel, and at stent. No thrombus was observed via angiography.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), fallopian tube perforation ("perforation (fallopian tube)") and uterine haemorrhage ("abnormal uterine bleeding") in a 45-year-old female patient who had essure (batch no. Cs000xf) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast conserving surgery in 2011, thyroidectomy in 2014, lymph node excision in 2014, skin cancer in 1983, multigravida and parity 2. Concurrent conditions included overweight, unspecified inflammatory disease of uterus since (B)(6) 2016, perineal pain, penicillin allergy, rubber sensitivity, rash and uterine prolapse. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 15 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and device expulsion ("migration of essure device location of device: essure coil fell out"). The patient was treated with surgery (removal of the device by total hysterectomy and bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and uterine haemorrhage outcome was unknown and the fallopian tube perforation, vaginal haemorrhage, menorrhagia and device expulsion had resolved. The reporter considered device dislocation, device expulsion, fallopian tube perforation, menorrhagia, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure date(s) of insertion: 14dec2015, 29dec2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. On (B)(6) 2016, obervations of uterus, cervix, left fallopian tube and right partial tube showed the cervix measures 2.5x2x1.5 cm. Surface of the uterus is tan-pink and smooth. Cervix is tan-white to tan-pink, smooth. On cut surface, the endometrium is tan-red, glistening and measures 0.3cm. There are multiple myometrium tan-white nodules measuring up to 2x1.5x2 cm in greatest dimensions. Myometrium is tan-pink trabeculae and measures 2cm. Partial right fallopian tube measures 0.5x0.5x0.5cm. Cut surface is unremarkable. The left fallopian tube measures 2.5x0.8x0.6 cm. Surface is tan-pink to tan-purple, smooth, cut surface is unremarkable. Concerning the injuries in the case, the following ones were described in patient's medical records: abnormal uterine bleeding, vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: ptc global no (B)(4) . Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication, lot numbers, treatment drugs, historical drugs and conditions, concomitant drugs and conditions, new events vaginal haemorrhage, menorrhagia, device expulsion and fallopian tube perforation added. Outcome for the events vaginal haemorrhage, menorrhagia, device expulsion and fallopian tube perforation added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.